Event description:
Event description guidant received information that the right atrial (ra), right ventricular (rv), and left ventricular (lv) leads all displayed high threshold measurements. All three of these leads were unable to be repositioned during the revision procedure. New atrial and ventricular leads were successfully placed and a procedure was scheduled to place an epicardial left ventricular lead at a later date. Three days following the revision procedure, the rv lead was noted to have become dislodged. The rv lead was explanted after an unsuccessfull attempt to reposition the lead and another rv lead was unable to be placed at this time. During the same procedure, an epicardial lv lead was successfully placed and inserted in the right ventricular port of a new crt-p device.